Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, there was scratches on lens. Additional information has been requested. There are five medical device reports associated with this report. This file is 4 of 5.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A very short video clip was provided. The lens and cartridge preparation were not shown. The lens advancement and delivery were not shown. The short video started with the lens already implanted. There appeared to be a small chip near the optic edge (anterior). The haptics were not visible orientation could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.